Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital after receiving an inappropriate shock due to oversensing of noise. Review of the patient¿s system indicated there were several high out of range impedance measurements as well. The physician had suspected the rv lead was fractured close to the clavicle. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.